Event description:
It was reported to technical services on (B)(6) 2011 that this lead had loss of capture. The lead was then reprogrammed to outputs up to 6v @ 1 ms. The plan is to revise the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).